Event description:
The customer reported having diabetes ketoacidosis. The customer was not hospitalized, but she was assisted by her doctor over the phone. The blood glucose reading at time of the call was 234mg/dl. Troubleshooting was performed. The insulin pump alarmed several times no delivery alarm. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.